Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs with surgical lead on (B)(6) 2009. The patient stated that ipg turned off by itself from time to time. Patient admitted falling in (B)(6) and since has had trouble charging ipg. An impedance check was run and all contacts were in the normal range. A previous programming session indicated only 2-4 contacts exhibited invalid impedances. The loss of stimulation was also positional. Patient would use the implanted system, but is scheduled for a pain pump implant.